Manufacturer narrative:
Concomitant medical products : 6947-58 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had poor sensing. It was stable and the patient is in chronic atrial fibrillation (af) so the physician elected to keep the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.